Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement procedure, the pulse generator exhibited loss of output. The device was not used and a new device was implanted. There were no adverse consequences to the patient.